Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported a signal loss with the freestylee libre 2 sensor and the customer being unable to obtain readings. As a result, customer (a child of 8 years) experienced hypoglycemia and fainted, requiring treatment of baqsimi (glucagon) nasal powder by his mother. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. The sensor plug was properly seated. Attempted communication between returned sensor and known good reader and the reader successfully communicated with the returned sensor. The scan time-out error message was not observed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported a signal loss with the freestylee libre 2 sensor and the customer being unable to obtain readings. As a result, customer (a child of 8 years) experienced hypoglycemia and fainted, requiring treatment of baqsimi (glucagon) nasal powder by his mother. There was no report of death or permanent injury associated with this event.